Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 date of event: unknown patient information: not available. Samples received: 7 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market 6,480 units of this code-batch. There are no units in stock. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. 0.91 kgf in average and 0.88 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: when working with silkam great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed.

Event description:
It was reported by the healthcare professional "the suture thread broke when knotting." There was no consequences to the patient reported.